Event description:
It was reported that after a laparoscopic appendectomy, there was a post-op bleed. Hemoglobin dropped. Pt was brought back to surgery and mesentery was bleeding. Surgeon controlled bleeding. Pt received one or two units. Pt is now fine. No device available to be returned. Everything looked dry before the surgeon closed the pt during the initial procedure. Additional follow-up: the pt's hemoglobin dropped postoperatively. The pt was transfused 2 units within the first 24 hours postop; no surgical intervention was required. No difficulties were encountered during the initial operation. Event occurred the week of (B)(6) 2010. Two white cartridges were used during the initial operation. The pt received toradol after the case.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.